Event description:
The reporter stated, the surgeon used a micl 13.2mm implantable collamer lens. Piece of the lens got caught or clipped when the cartridge was closed. Damage was noted prior to full insertion into the right eye. The lens remained half way in the cartridge when it came in contact with the eye. The surgeon was able to pull the injector away with the lens still in the cartridge. The backup lens, same model and size was implanted. No patient injury. Reporter stated cause of this event was due to loading error.

Manufacturer narrative:
(B)(4). Evaluation: results: visual inspection of the returned product found haptic and optic torn. Pieces on both haptics and piece of optic torn off and missing. Lens was returned in liquid. Conclusions: based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).